Manufacturer narrative:
(B)(4)

Event description:
It was reported that the customer was unable to charge the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump. Subsequently, the usb cable would not fit properly into the usb port without the customer holding it in place. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement was received.